Event description:
It was reported that the patient experienced a driveline infection on (B)(6) 2022. The patient experienced pain and a wet driveline exit site with erythema. Cultures taken were positive for burkholderia cepacia. Oral antibiotics were administered, and if these did not resolve the issue, intravenous targeted antibiotics would be administered.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The infection later resolved without sequelae on (B)(6) 2022.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.